Event description:
It was reported that the customer was not getting any insulin and his blood glucose was in the 400's mg/dl as well the ketones were off the charts. The mother stated that she pulled the infusion set and noticed that it was bent in three different places as well it was smashed. The caller stated that the customer did not get any warnings that he was not receiving insulin. The caller also stated that she can not get the sensors to be accurate and the customer was getting weak and lost sensor alarms. The mother eventually shut the sensors off because the thresh suspend kept going off. The customer was wearing the sensors on his bottom per doctor's suggestion. The mother also reported having issues with tape not sticking on the customer since he is a toddler and the sensors stayed only for a day because the tape came off. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.